Manufacturer narrative:
The insulin pump was received without the original battery cap. Unable to verify battery cap damage. The pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, case cracked behind the pump near the battery compartment and cracked battery tube thread. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to broken reservoir tube lip and missing retainer. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment was damaged. The customer¿s blood glucose was unknown. The battery cap and belt clip was also damaged. Customer stated that the insulin pump has cosmetic damage. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.